Manufacturer narrative:
The device was returned for evaluation a root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause of the issue was noted to be due to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned to the service center with a report of a distal end misalignment and the distal end cover could not be removed. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, peeled adhesive around light guide lens was found. There was no patient involvement.